Event description:
Covidien received info of ventilator with an erratic display. The malfunction did not occur during pt use.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the user facility over the phone. The user facility was recommended to replace the graphic user interface (gui) printed circuit board (pcb). (B)(4).